Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in the clinical use at the time of event occurrence. The philips field service engineer (fse) inspected the system onsite and confirmed through the log files that an ippc disk error had occurred. During the diagnostic check, the fse carried out the ippc test and identified that the ippc image disks were not functioning properly. The fse replaced the image disk to resolve the issue. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. The user restarted it, but the issue persisted. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.